Event description:
When starting an ultrasound IV using a 22g needle, rn had trouble advancing needle into vein. Upon inspection, it appeared that the needle had scratch or punctured the catheter, causing the catheter to get "hung up" on the patient's skin and prevent the needle and catheter from advancing forward.